Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found that the tissue pad had partial separation and severe wear. Based on the results of the investigation, it is likely that the following led to the malfunction: based on the similar reported events, the cause for the damaged teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that teflon pad of the ultrasonic surgical device was detached and failed upon initial clinical use. There were no error codes noted by the customer. The issue occurred during unspecified therapeutic procedure. The intended procedure was completed with another similar device with a minimal delay and there was no additional medical intervention required. There were no reports of patient harm.